Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported the device alarmed for occlusion alarms during an infusion of d51/2ns 20 meq kcl programmed at a rate of 80 ml/hr. Upon closer observation the user noticed that the tubing was occluded. Although requested, no additional event, patient or device information provided.